Event description:
It was reported, during a trial implant, the physician was not able to advance the trial lead to the correct location due to an anatomical obstruction. The lead was not implanted. The trial was extended for an add'l 20 minutes and then the trial was aborted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.